Event description:
A hospital in a foreign country reported that during a holep procedure in which a lumenis versacut+ tissue morcellator was deployed the handpiece experienced a loss of suction and blade reciprocation, requiring "numerous problem solving efforts by staff and lumenis engineer who attempted to troubleshoot the issue. The hospital reported the, "prostate lobes had to be manually removed from the bladder, [a] very tedious [procedure] and [which] added extensive stress and time to surgery." No report of patient serious adverse sequela was received from the initial reporter.

Manufacturer narrative:
Lumenis local clinical personnel investigated the reported event contacting the user facility directly to request further information about the event report. Despite reasonable attempts no information aside from the initial report was received. The subject device was returned to lumenis local offices in the foreign country for functional evaluation. A local lumenis engineer completed performance testing of the subject versacut+ tissue morcellator system finding the product performed to manufacturer specifications during testing. The subject device handpieces were returned to the manufacturing site for testing of internal specifications. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the handpiece piston and seal were found to be out-of-specification resulting in water leak secondary to seal-wear. The water leak resulted in an electrical short and functional inconsistencies of the cutting blades. The out-of-specification piston and seal were determined to be the root-cause of the customer's complaint. The hospital was given a replacement unit as a corrective measure. This medical device report is being filed because the report of performance issues with subject device hand piece are similar to issues reported in event report 3004135191-2015-00026.